Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. After replacing large keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
Stryker was performing yearly inspection and observed that on/off button would work intermittently. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced large keypad at the product assessment center (pac) and the cause of the reported issue was determined to be due to the normal wear of dome switch material.

Event description:
Stryker was performing yearly inspection and observed that on/off button would work intermittently. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.